Event description:
A physician reported that an ophthalmic handpieces was heated up and it was stopped working during surgery. There was no patient impact. The procedure details was not reported. Additional information was received and indicated that advisory code was displayed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in section h.6: changed FDA code from 2588 to 2591. The phacoemulsification handpiece under investigation was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known issue previously investigated in response to an increased number of system messages and temperature high complaints received from phacoemulsification handpieces (hps) with specific manufactured dates. Manufacturing review confirms that this hp was manufactured in alignment with previously investigated handpieces. The root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Additional investigation is not necessary for this complaint and will not be performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was returned and during functional testing, the phacoemulsification handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phacoemulsification handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phacoemulsification handpiece assembly was identified as a contributing factor. Manufacturing review confirms that this phacoemulsification handpiece was manufactured after august 2019, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).